Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported on (B)(6) 2015 that high impedance was found for a patient. The patient's device was not turned off as there was no reported pain associated with stimulation. No trauma was noted specifically to be the cause. Although surgery is likely, it was not occurred to date.

Event description:
On (B)(6) 2016 the patient underwent a full replacement due to lead discontinuity. The explanted devices are not retrievable has the explanting facility is a no return site. Therefore the products are not available for analysis.

Event description:
Clinic notes were received on (B)(6) 2015 for a vns battery change. The notes were dated (B)(6) 2015. It was noted that when they interrogated her vns device they received an error message indicating lead malfunction. Notes state that the thought is that the lead is possibly broken. It is mentioned that the magnet was swiped and the patient did not feel anything. She also does not feel normal stimulation.